Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. On an unspecified date, a three-way stopcock was connected to clave port on the tubing set. The tubing set was connected to the patient IV access site and was being used to deliver an unspecified concentration of adenosine to the patient for rapid tachycardia. After the delivery was complete the three-way stopcock was removed. The customer contact reported that the patient converted back to a sinus rhythm. After an unspecified length of time, the patient reverted back to a rapid tachycardia. The customer contact reported that the three-way stopcock was then re-connected to the clave port on the tubing set to deliver another dose of adenosine. At that time, no flow was noted. The tubing set and stopcock was disconnected from the patient's IV access site. The three-way stockcock was connected directly to the patient's IV access site and the medication was delivered to the patient. The patient converted back to a sinus rhythm. The tubing set was replaced. The customer contact reported he suspects that the stopcock accessing the clave port more than once was part of the issue. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.